Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted extensive scarring on her mesh. There were numerous adhesions to the previously placed mesh which took over an hour to lyse. There was an eventration of the mesh into the hernia defect which, with the mobilization of the mesh, caused the lateral aspects to have a recurrence of a hernia. A reduction of incarcerated omentum was carried out and the mesh was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, extreme fatigue, flu-like symptoms, tenderness, vomiting and stomach distension. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/15/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/28/2021. Additional information: a1, a2, b7.